Manufacturer narrative:
Sc-1132 sn: (B)(4). Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint was not verified. In the lab, the ipg was successfully charged to full capacity in one cycle. This result attested that the device was capable of being charged fully under a proper charging method. The battery depletion rate and quiescent current measured normal. Current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device insulation was not compromised. Sterilization record did not reveal any anomalies or deviations that potentially relate to the reported event. The device exhibited normal device characteristics.

Event description:
A report was received that after a pocket revision (MFR report #: 3006630150-2013-02871), the patient was experiencing discomfort and swelling at the site. It was also reported that the patient was having increased difficulty getting the charger linked to the implant. Database analysis showed battery discharge and charge profile revealed no anomalies and did not reveal the source of the pocket swelling and pain. The patient will undergo a revision

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision due to pocket pain and battery failure related to difficulty charging the ipg.

Event description:
A report was received that after a pocket revision (MFR report #: 3006630150-2013-02871), the patient was experiencing discomfort and swelling at the site. It was also reported that the patient was having increased difficulty getting the charger linked to the implant. Database analysis showed battery discharge and charge profile revealed no anomalies and did not reveal the source of the pocket swelling and pain. The patient will undergo a revision

Event description:
A report was received that after a pocket revision (MFR report #: 3006630150-2013-02871), the patient was experiencing discomfort and swelling at the site. It was also reported that the patient was having increased difficulty getting the charger linked to the implant. Database analysis showed battery discharge and charge profile revealed no anomalies and did not reveal the source of the pocket swelling and pain. The patient will undergo a revision

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced and relocated. The physician suspected malfunction with the explanted ipg. The patient was doing well postoperatively.

Event description:
A report was received that after a pocket revision (MFR report #: 3006630150-2013-02871), the patient was experiencing discomfort and swelling at the site. It was also reported that the patient was having increased difficulty getting the charger linked to the implant. Database analysis showed battery discharge and charge profile revealed no anomalies and did not reveal the source of the pocket swelling and pain. The patient will undergo a revision